Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that vacuum did not reach the correct value and presented handpiece problems during a cataract extraction. The procedure was completed with the same equipment and other accessories (handpiece and phaco plate), with delay of less than 15 minutes. There was no harm to the patient and no procedures were canceled due to this event.